Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that sometimes in (B)(6) 2020 the patient started getting rm04 when she would try to charge her ins so the patient would reset her controller in order to by-pass the error message. No patient symptoms were reported. Additional information received from the patient reported that a couple months ago because the controller battery kept having to be rebooted; it worked for a few days and then every now and then it would have to be rebooted again. The patient met with a rep at hcp's office since it's gotten to be so crazy. Patient stated that they were going to turn the stimulation off at one point, however they didn't even get to that point because it shut itself down altogether, so they tried to recharge the ins and they got it to come back on and it worked fine for a day and then it shut itself down again. Patient stated that now they can't have the stimulation on because it keeps saying to "rehook to the charger" and that it seems to be an issue with the battery. Patient stated that her husband's did this once and that he was able to recharge the controller and he plugged it back in and the controller could find the ins, however the patient isn't doing that. Patient stated that her husband also had a mdt device. Patient stated that the controller would display system problem rm04. Patient stated that when the "back would go off", she has to turn it up or down and that the controller wouldn't find the device and it would just say that it's searching for the device, no device found, or "hook device to recharger". (B)(6) 2020 rtg0065957 (con): the patient reported that they got the replacement recharger (rtm) and charged the ins successfully. The patient reported that thy went to adjust the stimulation at some point and got a message 're-hook the charger'. The patient could not tell tss what the verbatim message was nor could they provide the screen number. During the report, the patient confirmed that they were able to adjust stim without the rtm attached without incident. So at this time, it appears that patient can charge and make proper adjustments but they are indicating seeing 're-hook the charger' in instances where they don't believe they should be. Tss was not able to understand the exact issue or what was prompting it. It was reported that the patient will take screen shots of the issue and send to rep for further understanding. Tss will email rep from this record so that the screen shots can be added. Additional information received from the rep reported that the patient was trying to connect to her ins within two inches of the device and got ¿no device found¿. It was reported that the ins was at 70% and charging to full. When she is in charge mode she can effectively ¿fill¿ the device. The caller had tried taking lou's pc out to the car while lois is trying to connect to her ins. They are using the correct pcs (the pcs assigned to them) as far as caller know but she cannot confirm. Lou has been using lois' charger to charge his implant. At this time neither patient is able to connect to their ins. Tss sent an image from personal email regarding good samaritan charging as that may be a factor if the patients are using incorrect controllers. It was reported that the patient¿s ins was charging with excellent coupling and the controller was at 100%, implant at %70. Tss confirmed that lois had lois' pc because teresa confirmed they are labeled so lois and lou do not mix them up. Tss had caller tried to adjust lois' stimulation and they did so without incident. Tss noted that when tss has been on the phone there has not been any issues related to utilization of the pc. Tss asked further about when the patient saw the 'no device found' screens and it was noted that the patient uses a lift chair, an oxygen concentrator, infrared thermometers and has a sleep-number bed. Tss reviewed that these products all could potentially generate emi that could interfere with telemetry and potentially imped the ability to adjust ins. It was also reported that the patient feels as though some of the issues started two months ago when they got the sleep-number and had added a 'fixed wifi' from att that utilizes some sort of bluetooth. Tss advised that the patient to keep a log of charging/adjustments that details where in the home they are etc... To better understand if emi is playing a role in this.